Event description:
It was reported that, "surgeon said patient dislocated has competitor pinnacle cup. He removed head and liner. Replaced head (restoration ha calcar stem) and put in competitor constrained liner."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.